Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 296 mg/dl. The customer's current blood glucose level was 105 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injections, intravenous antibiotic, insulin drip. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.